Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 17, 2022 ¿ february 19, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and leakage in the membrane port was observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked fluid from the membrane port. The leak occurred during compounding filling prior to patient use. There was no patient involvement. No additional information is available.